Manufacturer narrative:
The investigation determined that unexpected reproducible positive vitros ahbs results were obtained for two patient samples from the same patient when using two different lots of vitros ahbs reagent on a vitros 5600 integrated system. Root cause for the unexpected positive results could not be determined; however, the possibility that the results are sample related could not be ruled out. Apart from the results themselves, there was no further data provided which questioned the performance of the customer's vitros ahbs reagents or vitros 5600 system.

Event description:
The customer complained after observing unexpected reproducible positive vitros ahbs results for two patient samples from the same patient when using two different lots of vitros ahbs reagent on a vitros 5600 integrated system. The true ahbs status of the patient samples was determined to be negative based on negative non-vitros ahbs test results and the patient's clinical history. Vitros ahbs results: >1000 miu/ml vs expected <8 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The false positive vitros ahbs test results were reported to a clinician however no treatment was started, stopped or altered as a result of the events. There were no allegations of patient harm made. This report is number two of two MDR&#38112;for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).